Event description:
Information received by medtronic indicated that the patient developped left superior pulmonary vein stenosis post cryoablation procedure. Outcome is unresolved. No relevant symptoms or other clinical findings were reported.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure.

Event description:
Additional information received reported that the patient had dyspnea with peak exercise effort and peak performance decreased significantly when compared prior to ablation. The event resolved. No further patient complications have been reported as a result of this event.